Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Used a test keypad, the insulin pump response properly to button presses. The time display advanced during testing. No battery out limit alarm noted. Unable to test the operating currents due to no button response. The insulin pump had a scratched display window and broken reservoir tube lip.

Event description:
The customer reported that the buttons were unresponsive. The blood glucose reading was 173mg/dl. Troubleshooting was performed, and the time clock was not advancing. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.